Event description:
It was reported that during a video assisted thoracic surgery bullectomy procedure, the stapler was open and fitted with a blue reload. The stapler was closed on lung parenchyma tissue and was fired. During the first stroke, the reload slipped out of the jaws of the stapler. A brand new stapler was fitted with a blue reload and fired medial to the first stapler and the case was completed. Procedure was prolonged ten minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The sc60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired. In addition, a thoracic trocar was received. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.